Manufacturer narrative:
The device was discarded by the user and will not be returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use; no injury resulted.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.